Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient was on a basketball game of his grandson watching the game. The patient didn´t experienced any symptoms and the cgm reading was 388 mg/dl. There was no bg taken and based on the cgm reading the patient self-treated with insulin. At around 8:30 - 9pm, the patient passed out and some of the physicians present at the even called 911. When he woke-up, he was already at the ambulance and when the fire fighters took a bg reading it was 57 mg/dl. The patient was taken to the hospital accompanied by his daughter. At the hospital they performed blood work and treated the patient with humalog insulin (diabetes management) the next day but. There was no treatment documented for hypoglycemia. The patient stayed at the hospital overnight and was discharged the next day at 5 pm. At the time of the report the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.